Event description:
Infant warmer with equipment ID: 50871121 malfunctioned while in an active resuscitation of newborn. The suction equipment failed as well as the pulse oximetry reading. Manufacturer response for panda ires warmer, panda ires warmer (per site reporter). Scheduled ge to perform an inspection on the warmer.